Event description:
This was a lead extraction case to remove 3 rv leads for cied pocket infection. The first two leads (rv pacing leads, models unknown) were removed successfully utilizing a 14 fr. Glidelight. The 14 fr was utilized on the 3rd lead (guidant 4474 rv ICD), there was resistance near the proximal coil, so he upsized to a 16 fr. Glidelight. He slowly continued lasing to the distal coil near the tricuspid valve when the blood pressure dropped. A pericardial effusion was seen on tee, a thoracotomy was performed, but the operation was unsuccessful and the patient expired. There was an injury at the innominate-svc jct / mid svc / svc-atrial junction.

Manufacturer narrative:
(B)(4).